Manufacturer narrative:
(B)(4) received the broken oval bur on 06-jan-2016. Visual examination of the bur confirmed that the bur head has detached from the shank. A second inspection was performed using microscopic magnification. This examination showed that although there is evidence that the welding process was performed, there is a lack of evidence that the weld fully penetrated the bur shank. An investigation has been opened to address this issue. This device was manufactured on july 28, 2015 in a lot of (B)(4) units. (B)(4). A review of the device history record showed no anomalies or non-conformances during the manufacturing process that could have caused or contributed to the reported breakage. Torque testing performed during the manufacture process was documented to be successful. There have not been any other complaints reported for this device and lot number combination. There have not been any previous adverse events reported for this device during the past 5 years. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable.

Manufacturer narrative:
The involved oval bur is expected for an evaluation but has not yet been received. A follow-up report will be submitted once the device has been received and the evaluation has been completed.

Event description:
The customer reported that during a shoulder arthroscopy procedure the surgeon inserted the ergo shaver with the 6.0 sterling oval bur into the patients shoulder to perform decompression. Shortly after starting, the bur broke free at the end just proximal to the bur flutes and fell into the patients shoulder. All pieces were retrieved from the surgical site and the procedure completed successfully using another bur. A 2-minute delay was reported due to the bur breakage. There was no injury to the patient.